Event description:
It was reported that the device was not running left ventricular (lv) capture management for the week prior. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was not running left ventricular (lv) capture management for the week prior. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device is functioning as intended. The lv (left ventricular) capture management is not designed to work when there is a competing rhythm that is being sensed by the device. In this case the competing rhythm is the patient's current heart rate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.